Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
All results mg/dl. Caller reported blood glucose results on nano system 1: 145 at 7:22 pm, 49 at 7:33 pm, 49 at 7:38 pm. Caller also reported blood glucose results on nano system 2: 324 at 7:25 pm, 64 at 7:26 pm, 45 at 7:28 pm. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.